Manufacturer narrative:
Technical evaluation the returned oscar pro system, received on 26 february 2025, was examined by orthofix quality operation department. All components of the returned oscar system, were subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The functional check evidenced that the generator functions properly. The system was tested with handsets s/n (B)(6) and with cables s/n (B)(6). No anomalies were detected. Conclusions the functional check evidenced that the generator and all returned devices function properly. No anomalies were detected during the functionality tests. It was not possible to replicate the problem experienced by the customer. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6), surgeon's name: dr.(B)(6), date of initial surgery: (B)(6)2025, body part to which device was applied: femur, surgery description: arthroplasty revision, patient information: 77-year-old, male, problem observed during: clinical use on patient/intraoperative, type of problem: device functional problem. Event description: power problem with the generator so the cement does not melt; one handset is not recognized by the machine and does not work. The cement that was supposed to be removed with oscar could not be removed. The complaint report form also indicates: the device failure had adverse effects on patient the event led to a delay in the duration of the surgical procedure: 5 hours and opening of the femur. An additional surgery was not required following device failure but the operation lasted 8 hours in total, in particular because of the difficulties with oscar. A medical intervention (outpatient clinic) was not required following device failure. Copy of x-ray images is available the device was not at its first use. The patient's health condition is not optimal, he is under observation. Manufacturer reference number: (B)(4) distributor reference number: (B)(4).

Manufacturer narrative:
Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6), surgeon's name: dr. (B)(6), date of initial surgery: on (B)(6)2025, body part to which device was applied: femur, surgery description: arthroplasty revision, patient information: 77-year-old, male, problem observed during: clinical use on patient/intraoperative type of problem: device functional problem. Event description: power problem with the generator so the cement does not melt; one handset is not recognized by the machine and does not work. The cement that was supposed to be removed with oscar could not be removed. The complaint report form also indicates: the device failure had adverse effects on patient the event led to a delay in the duration of the surgical procedure: 5 hours and opening of the femur. An additional surgery was not required following device failure but the operation lasted 8 hours in total, in particular because of the difficulties with oscar a medical intervention (outpatient clinic) was not required following device failure copy of x-ray images is available. The device was not at its first use the patient's health condition is not optimal, he is under observation. Manufacturer reference number: (B)(4), distributor reference number: (B)(4).